Manufacturer narrative:
Product analysis conclusion: the reported type ia and type ib endoleaks were confirmed on the provided films. A concomitant type ii endoleak from a distal paired lumbar artery may have been be present. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available to evaluate the stent graft's in vivo configuration over time. While the exact cause of the event cannot be conclusively determined, it appears most likely that disease progression, including changes in aneurysm morphology over the 14+ years since implantation, was a contributing factor. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 60mm aaa on . The diameter of the aorta at the renal artery was 28mm.it was reported that the patient presented to the hospital approximately 14 years and 9 months later with pain and endoleaks were identified. A type ia endoleak was associated with the enbf2513c145e and a type ib was associated with the enlw1613c124e limb. Intervention was performed on the same date and an endurant cuff and endurant ii limb stent graft were implanted to repair the endoleaks. Per the physician, the cause of the event was attributed to disease progression over a 14 year period. No additional clinical sequalae was provided and the patient is fine.